Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that multiple error alarm. Customer's blood glucose value was 15.3 mmol/l at the time of the incident. Customer stated that self-test was not passed. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.

Manufacturer narrative:
Hardware low-level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. The motor arm cannot communicate with the main arm confirmed in the downloaded history log due to software error. Software error detected not confirmed during testing. Device passed the self test and displacement test. (B)(4).